Event description:
It was reported that a patient underwent a small epigastric hernia repair procedure on an unknown date and mesh was used. The patient had a recurrence above the mesh. The patient was re-operated on to fix the recurrence. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.